Event description:
It was reported that foreign matter was found before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "per the reporter on (B)(6) 2019, after the doctor drew up the medication into the clinic's own syringe, he looked at the syringe and saw there was "something" floating in the medication in the syringe. The reporter described it as a "little white circular particle." The medication was not used. The patient successfully received a dose from a new eylea kit."

Manufacturer narrative:
The changes are as follows: d.4 medical device catalog #: 309628. D.4. Unique identifier (UDI) #: (B)(4). D.3. Medical device manufacturer: becton dickinson medical systems. G.2 manufacturing location: becton dickinson medical system. D.1. Medical device brand name: bd 1ml syringe luer-lok¿ tip. D. 1 medical device type: fmf. D.2. Common device name: piston syringe h3 other text: see. H.10.

Event description:
It was reported that foreign matter was found before use with a unspecified bd syringe. The following information was provided by the initial reporter, "per the reporter on (B)(6) 2019, after the doctor drew up the medication into the clinic's own syringe, he looked at the syringe and saw there was "something" floating in the medication in the syringe. The reporter described it as a "little white circular particle." The medication was not used. The patient successfully received a dose from a new eylea kit."

Manufacturer narrative:
Please consider this complaint as cancelled, it was determined this complaint was not associated with a bd product, verbatim notes "the doctor drew up the medication into the clinic's own syringe, he looked at the syringe and saw there was "something" floating in the medication in the syringe" when sample was received it was a none bd syringe. H3 other text : see. H.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a unspecified bd syringe. The following information was provided by the initial reporter, "per the reporter on (B)(6) 2019, after the doctor drew up the medication into the clinic's own syringe, he looked at the syringe and saw there was "something" floating in the medication in the syringe. The reporter described it as a "little white circular particle." The medication was not used. The patient successfully received a dose from a new eylea kit."